Manufacturer narrative:
Event date: used the first day of the month of aware date since there was no date provided.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the right coronary artery. A 2.50 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the device could not cross the lesion and was stuck on the guidewire. There were no patient complications nor injuries reported.